Event description:
It was observed during failure analysis lab (fal) preliminary review that the stent on the smart nitinol stent endoscopic biliary system was detached. The original complaint received stated after opening the package, the shaft was noted kinked. It is unknown by the affiliate as to when the stent became detached (during shipment or at the site). However, the shipper box was received in tact. The sterile pouch was intact before opening. There were no noted secondary issues. The product was not clinically used. Another smart was used to complete the procedure.

Manufacturer narrative:
The complaint received states that during an interventional procedure, the smart nitinol stent was removed from the sterile package and the shaft was noted to be kinked. There is no patient, vessel or procedural information available. Additional damaged was noted": it was observed during failure analysis lab (fal) preliminary review that the stent on the smart nitinol stent endoscopic biliary system was detached. The original complaint received stated after opening the package, the shaft was noted kinked. It is unknown by the affiliate as to when the stent became detached (during shipment or at the site)." The shipper box and sterile pouch was received intact. There were no noted secondary issues. The product was not clinically used. Another smart was used to complete the procedure. There was no reported injury for the patient. One non-sterile 10x80mm smart was received coiled inside of a plastic bag for analysis. The returned device had a deployed condition, the stent was detached and the outer sheath was fully retracted. The touhy valve was unlocked. The shaft was kinked at 18.2cm, 20.4cm, 21.5cm and 22.2 from the distal end. As per functional analysis the returned smart was flushed as per IFU. The touhy valve was locked and an attempt to figure if the stent deployment could be made, as expected it was not possible. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The kinked stent delivery system (sds) failure reported by the customer was confirmed. The cause could not be conclusively determined. The sds premature deployment failure was not confirmed during the analysis. Neither the analysis nor the device history record (DHR) review results suggest that the reported and the experienced failures could be related to the manufacturing process. 100% inspections are in place according to manufacturing work instruction (mwi's) to prevent that these type of failures leaving from the facility. No corrective and preventive actions will be taken at this time. The complaint of catheter kink was confirmed on analysis, as well as the noted stent detachment, of unknown timing. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the limited information does not suggest what factors may have contributed to the confirmed failure.